Event description:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue could be confirmed during troubleshooting. O2 gas module nozzle unit was physically damaged, which was confirmed only by fse's statement and provided photo of the damaged part. Replacing the maintenance kit (including nozzle units) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. According to the provided information guidelines were not fulfilled as the pm kit was replaced in (B)(6) 2024 which is over one year ago. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref. #: (B)(4).